Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are at the end of treatment and their bite alignment is still off. Their upper left side is still too up. When they bite the get skin in between. Their left side tooth is bothering their tongue a lot and when they smile you can still see my left tooth is out.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.